Event description:
Patient was having problems with her 26 yr. Old breast implants. They had become hard and painful & hand to be surgically removed.pre-operative diagnosis: bilateral capsular contracture of the breast.operation: bilateral capsulectomy and implant removeable, and submuscular implant placement (saline filled) and donut mastatectomy.operation findings & procedures:indications: this is a 50 year old woman who presented with approximately a 25 year history of gradually hardening and painful deformity of bilateral breasts after having undergone augmentation mammoplasty. The patient had had the procedure performed for breast atrophy postpartum. The patinet had been followed up and there was radiologic evidence to suggest possible disruption of the capsule of the shell of the implant.